Manufacturer narrative:
The field service representative (fsr) performed significant troubleshooting on the architect c16000 analyzer to include replacing cracked cuvette #35 which was considered the likely cause of the result issue. The instrument was monitored for several days and all results were good and no more erratic results were generated. The architect c16000 service history review revealed the cuvette dry tip was aligned around the date of the complaint. The misaligned cuvette dry tip could have been a contributing factor for the cracked cuvette. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect c16000 analyzer was identified.

Event description:
The customer stated that decreased sodium results were generated by the architect c16000 analyzer. ID (B)(6): an initial sodium result of 108 mmol/l was generated. The sample was repeated and a result of 139 mmol/l was generated. ID (B)(6): an initial sodium result of 106 mmol/l was generated. The sample was repeated and a result of 137 mmol/l was generated. There was no report of impact to patient management.